Event description:
Subsequent to the initial medwatch report, the case description was corrected as the following: reportedly, the proglide device was advanced; however, an attempt to deploy the sutures was unsuccessful and the device could not be removed. The foot of the device would not close and a cut-down was performed to remove the device. Following the stenting procedure, the artery was surgically closed and hemostasis was achieved. No additional information was provided.

Event description:
It was reported that suture placement was attempted using the proglide device in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. During the aaa procedure the sheath was upsized to 9f. Reportedly, after the aaa procedure during the arteriotomy closure the foot could not be closed and the device could not be removed from the anatomy. A cut-down procedure was performed to remove the proglide device, repair the artery and surgically achieve hemostasis. The foot was closed when they were trying to remove the device from the anatomy. The physician is reported to be trained in the use of the proglide device, but not trained in the large hole closure technique. No additional information was provided.

Manufacturer narrative:
(B)(4) - reportedly, the physician is not trained in the preclose/large hole technique. This device should only be used by physicians who are trained in diagnostic or therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy suture and difficult to remove was confirmed. The investigation determined the deployment sequence was not followed. The damaged follower indicates that the lever was pushed down to its original position while the plunger was still in the device, damaging the follower. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the physician was not trained in the preclose/large hole technique. The instructions for use states: during closure of arteriotomy sites using an 8.5-21f procedural sheath, which requires the use of at least two devices, it is recommended that a vascular surgeon or a surgeon with vascular training be available in case surgical conversion to control bleeding and to close the arteriotomy is needed.